Manufacturer narrative:
Arjo was informed by a customer representative about a patient fall from an arjo citadel plus bed. Following information gathered, the patient was found on the floor by the facility staff. At that time, it was observed that a side rail was broken off the bed. No injury was reported. The safety rails are an integral part of the citadel plus bed frame. This bed has four side rails, two on each side of the bed. An inspection of the claimed device conducted by an arjo representative allowed to confirm that one of four side rail panels was broken off the side rail mechanism. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. Due to unknown circumstances in which the event occurred (the event was unwitnessed) this root cause cannot be confirmed. To conclude, the side rail panel detached from the side rail mechanism at time of use the bed by the patient and from that perspective, the citadel plus bed did not meet the performance specification. Although there was no serious injury reported, the complaint was decided to be reportable due to the allegation of side rail panel detachment and patient¿s fall.

Event description:
Arjo was informed by a customer representative about a patient fall from an arjo citadel plus bed. Following information gathered, the patient was found on the floor by the facility staff. At that time, it was observed that a side rail was broken off the bed. No injury was reported.

Manufacturer narrative:
Collecting of information about the reported event is still ongoing. We are training to clarify the outcome for the user. Conclusions from the investigation will be provided in the final report.

Manufacturer narrative:
Collecting of information is ongoing. The conclusions will be provided in final report.

Event description:
Arjo was informed by a customer representative about a patient fall from an arjo citadel plus bed. Following information gathered, a side rail was broken off the bed. The patient was found on the floor by the facility staff. At this time, we are waiting for clarification if any injury occurred.